Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 6/26/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: -do you have any photos available for visual analysis? - please provide the source or name of person providing answers to follow-up questions: there were no images taken of the defective sutures. Please let me know if any additional information is required. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported by distributor per account that suture is breaking upon tension. The product issue occurred twice individual times. No patient consequence has been reported. Device is not available for return. Additional information was requested.